Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was confirmed. The third-party service center attempted to perform a calibration to correct the issue, but it did correct the issue on the device. The device's oxygen blending module (obm) printed circuit assembly (pca) board would need to replace to address the issue. Additional findings not related to the malfunction/issue was corrosion found on the data port for this device. The interface pca board would need to be replaced to address this issue. A system error for the speaker one had failed, and it would need to be replaced on the device. The following parts must be replaced due to preventative maintenance: pollen filter and maintenance label. There was damage to the handle and obm gasket, and the handle and obm gasket would need replacing on the device. Contamination was found on the blower bellow and whisper cap for this device.